Manufacturer narrative:
Continuation of d10: product ID 977c190 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information was provided.

Event description:
It was reported that the motor cortex stimulation did not provide sufficient pain relief. It was therefore decided to disconnect and remove the motor cortex lead and to implant a dbs lead in the nucleus vc on (B)(6)2025. The event also resulted in hospitalization. The etiology had a causal relationship to the device or therapy - lead. The issue was resolved without sequelae.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(6), ubd: 30-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.